Event description:
It was reported that a nano-t-connector generated a leak during patient use. The report stated that the device was leaking. It may have been exposed to a high operational back pressure within the extracorporeal membrane oxygenation (ECMO) circuit. The patient had returned to the cardiac intensive care unit critically ill on ECMO after a long cardiac surgery. The bedside staff witnessed air approaching the patient. The oxygenator failed to filter the air and the bubble detector did not alarm nor stop the pump as expected. The team immediately stopped ECMO manually and then proceeded to perform cardiopulmonary resuscitation (CPR) for 10-12 minutes. During that period, the bubbles were completely evacuated from the circuit and the patient was then connected back to the ECMO circuit. On further investigation, a cracked piece of equipment (t connector) was found attached to one of the patient's central line ports and was likely the source of the air entrainment. The status of the product at the time of the event was when it was attached to the central venous line (cvl) line port. Intravenous (IV) fluid was infused. There were other mating devices that were attached to the involved device. A crack was noted and found leaking. There was patient involvement and no harm was reported.

Manufacturer narrative:
Although the device was requested to be returned for evaluation, it has not been received. Without the returned device, a probable cause is unable to be determined.

Manufacturer narrative:
One (1) used #unknown, nano t-connector was received connected to one (1) used, bd 0.9% sodium chloride injection, usp single use 10 ml syringe were returned for evaluation. As received the t-connector was observed to be leaking from crack in female luer. No additional damage or anomalies were observed. The sample was primed and a leak from the crack on the male luer was confirmed. The male luer of the mating device met the iso design specifications. Complaint of leak can be confirmed. The probable cause is unknown. A device history review (DHR) could not be conducted because no lot number(s) was/were identified. D9 - date returned to mfg: 5/14/2024.